Event description:
Stimulation effects from the left-sided electrode stopped. It was determined that the deep brain stimulation electrode was dislocated (date unk). The patient was hospitalized and the electrode was re-implanted. Afterwards, the patient's medications were adjusted. The investigator judged the event to probably be related to surgery and possibly related to the deep brain stimulation system. The event resolved completely in 2007. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the staff.